Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging her one touch vita enhanced meter would not power on. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient stated the alleged power issue began on (B)(6) 2013 at 8:00 a. M. The patient manages her diabetes with oral medication (metformin, 1000 mg, 2 times a day), an injectable medication (victoza, unknown dosage), and insulin (lantus, self-adjusting). The patient stated that she continued with her usual dose of medication in response to the alleged issue. The patient reported, 2 ½ hours after the alleged issue occurred, she developed symptoms of ¿headache, thirsty, and stomach pains¿. The patient called her health care professional (hcp) and was advised to take ¿8 units of rapid insulin¿. The patient stated, her hcp called her back in the ¿afternoon¿ and was advised to go to the hospital. The patient¿s blood glucose was tested and obtained a blood glucose result of ¿518 mg/dl¿ with a hospital meter and was admitted to the hospital. On (B)(6) 2013 at 3:15 p. M., an hcp treated the patient with an ¿insulin pump and fruit¿. The patient stated she was released from the hospital on (B)(6) 2013. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.